Event description:
An optometrist reported that a pt who had lasik returned at one week post-op and was found to have epithelial ingrowth in the right eye. The epithelial cells were removed without lifting the flap. The pt continued the topical steroid eye drops as directed. Four days after the epithelial cells were removed, the pt returned for a follow up visit. The pt has been directed to taper off the pred forte. The pt reports being happy, but also mentioned halo vision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).